Manufacturer narrative:
(B)(4). Per the complaint information, the patient stated there was air in the line. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown; therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services requesting assistance with ending therapy and starting over with new supplies on the home choice (hc) machine during fill. The hp stated they was a lot of air in the line and the hp did not want it going into her. The hp stated there was no alarm. The technical service representative (tsr) assisted with ending therapy. There was patient involvement. No injury or medical intervention was reported at the time of the incident. A follow up was done via phone call. The hp confirmed they started over with new supplies. The sample was discarded and the lot number was unknown. The hp has continued therapy no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.